Event description:
While intuitive surgical davinci si, endowrist one vessel sealer was in use per manufacturer¿s recommendations, a blade malfunction occurred. Since the vessel sealer would no longer function, it was removed from the field. It was replaced with a ¿like¿ device that functioned without issue for the remainder of the procedure.